Event description:
It was reported that during a cholecystectomy procedure, by testing there was an error code on the display. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found. Due to this condition, it may lead for an error code to occur.